Event description:
Report received through FDA voluntary reporting program (report (B)(4)). Patient was intubated and staff attempted to remove the mask from the ambu bag in an effort to attach the bag to the capnometer and capnometer to endotracheal tube (ett). The bag broke and the ett/capnometer attachment piece became disconnected from the bag and stayed in the mask piece. A second bag was immediately available and put into use. This did not affect the patient. Limited data is available and end user customer data was not provided. Therefore, it was not possible to follow up regarding the incident or sample.

Manufacturer narrative:
(B)(4). Investigation summary: a sample was not available for evaluation. However, manufacturing facility samples were inspected and no problems were found. The device history record for the lot reported was evaluated for any manufacturing or material issues related to this customer report. The product was manufactured, inspected and released in accordance with internal procedures and no issues were observed. The manufacturing process was reviewed and lot y10h0301 was being manufactured at the time of the review and no problems were found. Without the sample, it is not possible to determine the root cause of the issue reported or determine corrective action, if applicable. Carefusion 2200 inc. Post-market surveillance was historically managed by cardinal health via a transitional service agreement from september 1, 2009, through july 1, 2011, since carefusion officially spun off from cardinal health as of september 1, 2009. A retrospective review of all complaints during this timeframe was conducted by the new carefusion customer advocacy clinical team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803.